Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that four reservoirs contained air bubbles. Blood glucose level at the time of the incident was not provided. Customer did not have an additional reservoir available at the time of the call; troubleshooting was not completed. The reservoir was not replaced or returned for analysis.